Event description:
Hologic field service engineer (fse) reported on behalf of customer that they had discrepant results for their sars-cov-2 tma runs on panther instruments sn (B)(4). Customer used a pooled sample procedure: if a pooled sample resulted positive, they would heat-inactivate the 5 individual samples used for the pool, then run them on another panther. Customer also observed instances of a negative pool which had an individual, positive sample during retesting. Hologic technical support reviewed logs for wl: (B)(4), which had one sample that did not repeat when retested. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed the logs and found no hardware issues or signs of contamination, such as multiple positives in a row on a run. Pas noted the customer was doing a heat-inactivation step for pooled samples which was off-label per package insert; the specimen transport media (stm) already inactivates the virus. Pas explained possible causes of discrepancies between pooled and individual samples, such as adding the wrong individual patient sample to the pool tube. Hologic field service engineer (fse) went on site over two weeks to provide a refresher training to the staff and performed monthly maintenance every four days. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua (B)(4)), aptima sars-cov-2 (eua (B)(4)), and aptima sars-cov-2/flu ( (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6)2020 to present.